Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient reported that he has experienced inaccurate cgm values over the past month with the last three sensors. The values have not been outside the 20% difference but the cgm values are always higher than the bg values. On (B)(6) 2021, the patient reported that prior to the event he had a cgm value of 291 mg/dl and bg value of 90 mg/dl. Later on the day of the report, his bg went below 50 mg/dl and his wife called the paramedics. The patient had become delirious (presumed to mean incoherent) and emergency medical services (ems) was called. The patient could not remember what the cgm and exact bg values were at that time. The patient was treated with IV fluids and glucose. He was not transported to the hospital and when his bg was above 80 mg/dl, he calibrated his cgm unsuccessfully. At the time of the report, the patient had recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.